Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging that the pump emitted a 064 call service alarm. There was no indication that the product caused or contributed to an adverse event. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a call service alarm issue.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/29/2016 with the following findings: a review of the pump¿s black box showed no evidence of a cs 064 call service alarm. The black box showed that the data from the event had been overwritten due to continued use of the pump. During testing, the pump successfully completed the rewind, load cartridge, and prime steps and no call service alarms occurred. The pump was exercised for 24 hours with no call service alarms. The pump was opened and no evidence of the corrosion or damage on motor flex connector. The complaint of a cs 064 call service was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).